Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hypothermia, pneumonia, atrial fibrillation. The patient was treated with antibiotics and eliquis. The patient was released three days later. The pod was worn when seeking medical attention.